Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw-5152430) in which the patient alleges sleep dysfunction. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Corrected information: box h: device manufacturers (device) problem code grid (1): required - adverse event without identified device or use problem - not applicable - not applicable - c76126.